Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible reamer broke after reaming during the tibia nail procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument confirmed the instrument fractured. Also noted scratches on the instrument shaft indicative of use. The fractured instrument was sent to sem for additional testing. It was suspected that the instrument fractured due to overload. More than half of the fracture surface was either contaminated or smeared. A material analysis and the dimensional analysis confirmed the instrument is conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.